Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose of 280 mg/dl. Customer then had low blood glucose of 33 mg/dl and was making sounds, was incoherent, and could not be woken up. Paramedics were called and treated customer. Customer was not taken to the hospital. Troubleshooting was performed on insulin pump. Customer reported that drive support cap appeared normal. Customer states there were no leaks but there were air bubbles. Customer declined checking for site or insulin issues. Customer was advised to check with healthcare professional for correct settings. Customer declined high pressure test. Customer was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation.